Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied. No specific event qc data was supplied. The unit is currently performing within qc specifications upon contact with the customer. The laboratory has an accutni patient sample repeat analysis procedure, which includes re-testing all positive accutni values greater than 0.03 ng/ml prior to releasing data with the exception of sample results with previous positive accutni history. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
A customer was contacted by beckman coulter, inc. (Bec) on (B)(6) 2011 regarding the assay performance of access accutni, and indicated some occurrences of non-reproducible false positive troponin (accutni) results generated by unicel dxc 600i synchron access clinical system. The results were not reported out of the laboratory. The specific patient results were not provided. The customer did not report any effects to the patient or user attributed or connected to this event.